Event description:
It was reported that the lead was previously capped for an unknown reason, then subsequently removed during a later device replacement procedure. The lead was returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. All insulators were breached due to metal ion oxidation (mio), and both the outer and inner insulation exhibited cosmetic mio. The outer insulation also exhibited cosmetic environmental stress cracking and a cosmetic depression. Blood/body fluid was found on all conductors (not obstructed).